Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine via an implantable pump for non-malignant pain and general neuropathic condition. It was reported that they were scheduled for a three-hour magnetic resonance imaging (MRI) on friday night and were going under anesthesia for it and will wake up sometime around 4:30-5:00 pm. The patient was concerned that service code 338 message indicated their pump would not turn back on after the MRI. The patient stated that their doctor told them to 'resync' after MRI to ensure the pump restarted. While on the call, the patient stated they wanted to be prepared for MRI because the pump ran out of medication and it was terrible. The patient's healthcare provider recommended that the patient take oral medication for their pain while they had low reservoir. The patient did so, but stated that they were "getting too much medication due to doing both of those". The patient was able to meet with their healthcare provider and refill the pump. The manufacturer's patient services specialist (pss) did not ask if MRI was related to the device or therapy or when the empty reservoir event occurred. The patient mentioned they had an appointment with their doctor on (B)(6) 2024.